Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076 implantable pacing lead 2006-(B)(6), d314trm implantable defibrillator 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead was dislodged. It was found to be pulled back to the tricuspid valve with no slack in the lead body. High threshold and small r waves were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.